Event description:
Electrical short. Nurse connected the power cord with the power supply. The power cord was already plugged in the plug socket. He received an electric shock in the hand. Cable cord was not yet connected with the renasys device. Incident was investigated in the ambulance of the hospital.

Event description:
Nurse connected the power cord with the power supply. The power cord was already plugged in the plug socket. He received an electric shock in the hand. Cable cord was not yet connected with the renasys device. Incident was investigated in the ambulance of the hospital.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.